Event description:
It was reported that the patient underwent a left hip revision due to dislocation and malpositioning of the acetabular cup. During the surgery, the head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown cup, unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00324, 0001825034-2019-00326, 0001825034-2019-00327. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was indicated for a revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.